Event description:
Event occurred in china. Leading; capsular bag tear / rupture; patient health not impacted. The patient, (B)(6), underwent phacoemulsification with intraocular lens implantation under topical anesthesia on (B)(6) 2026. During the implantation process, the anterior haptic of the intraocular lens tore the posterior capsule while unfolding. After adjusting the position of the intraocular lens, it was centered in the capsular bag. The surgery was completed smoothly with no adverse effects. Although we requested the hospital to provide surgical photos, no pictures or videos were available for the investigation. Problem code: a051102 - sharp edges.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation as stated under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product and videos were not available for investigation. The product has not been returned. No picture or surgery video were available. The lubricant/ovd used in this case reported as 'unknown'. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(6); model: 251). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.